Manufacturer narrative:
Engineering evaluation: the events of vascular compromise, visual impairment, and bruising are already addressed in the instructions for use (IFU) for restylane perlane lidocaine . Vascular compromise may occur due to an inadvertent intravascular injection or as a result of vascular compression associated with implantation of any injectable product. It is stated in the IFU that knowledge of the anatomy of treatment site and special caution are required in order to avoid perforation or compression of vessels, nerves and other vulnerable structures. No corrective or preventive action will be initiated. Similar events have been reported after treatment with restylane perlane lidocaine previously. As stated in the instructions for use, the reporting frequency for visual disturbance is <1/100 000; and for vascular compromise and bruising 1/10 000 - 1/50 000. Manufacturer narrative: lot number was not reported. Pharmacovigilance comment: a causal relationship between the event of pressure occlusion followed by temporary bilateral vision impairment and the treatment to cheeks/mid-face cannot be excluded. The reported events are present in the label. Potential etiology includes vascular compression by product or swelling under the eyes. The injection technique may have contributed to the events. The patient received treatment with hyaluronidase and the events recovered immediately. The case is assessed as serious and reportable to the competent authority due to the medical intervention required to restore the patient's full vision. Distribution comment: the case was submitted to (B)(6) via (B)(4) on 08-feb-2017.

Event description:
(B)(4) is a spontaneous report sent on 31-jan-2017 by a nurse which refers to a male aged unknown. Follow-up information from 01-feb-2017 is also included. No information about medical history, concomitant medication, or history of allergies. The patient had previously received treatment with restylane perlane lidocaine to the malar fat pad region on (B)(6) 2016. On (B)(6) 2017, the patient received treatment with 1 ml restylane perlane lidocaine (lot unknown) to midface, zygomatic cheek, and malar fat pads (0.5 ml on each side) with 25g cannula injected deep onto the bone. There were no signs of vascular compromise. Small bruise at entry site (implant site bruising) was reported. The skin integrity looked good and there was no report of visual disturbance. At the afternoon on (B)(6) 2017, it was reported that patient was having visual problems at work. The patient could see long distances (10 metres in front) but could not read his phone. The nurse instructed the patient to return to the clinic immediately; 300iu hyaluronidase [hyaluronidase] was administered. Within 10 seconds of administration, it was reported that patient's vision returned. It was reported that the patient experienced a pressure occlusion on artery (vascular compression) in the midface causing temporary bilateral vision impairment (visual impairment). At the time of the report the events were recovered/resolved. The reporter assessed the case as non-serious and the causality as not assessable.